Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged grip cable at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations found: the instrument was found to have a loose grip cable at the distal end. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The root cause is attributed to dislodged grip cable at the proximal end. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an instrument with a broken cable. The customer reported event has no report of patient injury.